Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting and diarrhea. The cause of and the treatment for the peritonitis was not reported. On the same day as onset, the patient went to the out patient department due to the event. On the same day, the patient was diagnosed with peritonitis and was hospitalized for the event. At the time of this report, the peritonitis was resolving, the patient was recovering and physioneal therapies were ongoing. No additional information is available.